Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the two pumps are giving high pressure on connecting cassettes. Patient went to hospital. The infusion stopped about 1 hour ago. The patient was getting high pressure alarm on both the pumps. No kinks, clamps open, changed tubing and cassettes. The tubing was placed correctly. Patient understood at this point, that this could be central line blockage and headed to hospital on recommendation. The reported product fault occurred while in use with the patient. The product issue caused or contributed to patient or clinical injury. There was a medical intervention provided but it was not stated. The patient was instructed to go to the hospital to be able to continue their infusion. The infusion was life sustaining. Hospitalization as the outcome of the event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.